Manufacturer narrative:
Additional information to a2, d4, d10, g4, h2, h3, h4, h6, h10/11. The product evaluation has been completed. The lens was returned in a vial in a dried condition. Particulates, saline dendrites and dried solutions were visible on the optic. Visual inspection found the optic cut or torn nearly in half, with one haptic bent. The cause of the damage cannot be determined. Functional testing cannot be performed due to the damage. The device history record (DHR) has been reviewed and no anomalies or nonconformities were found that would be related to the reported event. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Based on the information provided, we are unable to determine a root cause. No corrective action is necessary at this time.

Manufacturer narrative:
Though requested, the product has not been returned for evaluation. The investigation is ongoing.

Event description:
It was reported that the patient¿s capsule ruptured during a phacoemulsification procedure while implanting the intraocular lens (iol) into the patient¿s right eye. The iol optic was clear and free of debris/deposits. No further complications were noted. The lens was removed intraoperatively and replaced with a lens of a different model and diopter. The patient did not notice a decrease in their vision. Though requested, no additional information was provided.